Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has received a no delivery alarm on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer manually pushed the plunger and the insulin did exit. Customer ran manual prime and the pump did not alarm no delivery. Pump was working as designed. No additional information provided.